Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 09/03/2024. There are no other complaints on this device related to this issue. The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. During functional testing, the reported issue was not confirmed. The pump completed a 15 ml infusion with a flow rate deviation of 0.70% which is within the passing criteria of +/- 4.5%. The pump was tested following every other protocol and passed all testing with no other issues found. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint #(B)(4).

Event description:
On 07/24/2024, znyo medical received a report from the customer that the device was making noises and was running as if it was running and delivering the medication however twice it was not delivvering any medication at all. No patient injury/harm reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).